Event description:
Information received a smiths medical endotracheal 8.5 mm tube was seen kinked inside oral cavity and outside ,the ventilator end tidal raised. This required intervention and a tracheal tube change out was implemented.